Event description:
In the operating room, the sedated patient was moved from a supine position on a gurney to the table in the prone position. Approximately 30 seconds after being placed on the table, the front left wheel fell off and one side of the table dropped to the ground (approximately 4 inches). This sudden drop caused the table to tilt while the patient was on it. Staff quickly grabbed the table and held it in place, protecting the patient. There was no harm to the patient, another orthopedic table was brought in and surgery was successfully completed. Biomed inspection of the broken wheel revealed the stem in the caster (wheel) had sustained damage at some time causing the flange that securely holds the stem to the wheel to brake off. Unfortunately, this area is not an inspection point during the pm. Prior to the wheel falling off the table was moving without any wobbling or difficulty. Reference (B)(4).